Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) anterior curve was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The device was successfully implanted. While in the recovery room the evening post-procedure, the patient became hypotensive and a pericardial effusion was discovered. A pericardiocentesis was performed to drain 450cc. The pericardial effusion resolved. The patient is stable and has been discharged.